Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method of insulin delivery if necessary.